Event description:
Info received that the manual trend was not working. No injury reported.

Manufacturer narrative:
Tech found that the manual trend was not working as the valve was stuck. Replaced the valve to resolve this issue.